Event description:
The user facility reported that following the completion of a therapeutic transurethral resection of prostate (turp), the users noted that the tip of the resection sheath was broken, and missing. An x-ray was immediately performed on the patient, and a foreign object was observed inside the patient's bladder. An unidentified model of resectoscope and grasper were used to successfully retrieve the object. The patient is reportedly doing fine after the procedure. There was no patient injury reported.

Manufacturer narrative:
The resection sheath referenced in this report was returned to olympus for evaluation; however, the distal end of the device was not returned. The evaluation revealed the insulation ring at the distal end of the sheath was irregularly fractured around the entire circumference, and a portion of the component was absent. There were small dents noted toward the distal end of the resection sheath. Olympus was unable to conclusively determine the cause of this phenomenon at this time. However, initial assessment of the device shows that the device was exposed to significant impact. The device will be forwarded to the original equipment manufacturer for further investigation. If significant information becomes available later, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.